Event description:
It was reported by the affiliate an ems was used during a laparoscopic hernia repair. It was reported the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48692. Ees #.980361/j. D6: device returned with no lot identification. Endopath endoscopic multifeed stapler: based upon the inquiry information received, visual examination and functional test, it was concluded that the reported event during surgery occurred due to a partially yielded cartridge nose weld and to three stalpes jammed in the nose. The instrument was received with a partially yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached if the yielded nose weld caused the staples to become jammed in the nose or if the staples jammed in the nose caused the nose weld to yield.